Manufacturer narrative:
(B)(4). After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 4 days after dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, the patient presented insufficient quantity/quality bone (bone type IV) and 70 ncm of primary stability was achieved, which exceed the recommended installation torque (60 ncm).